Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effect of restenosis is listed in the supra peripheral stent system, instructions for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was performed on (B)(6) 2014 to treat a lesion in right popliteal artery. The 6 x 80 supera veritas stent was implanted without issue and the procedure was completed successfully. During a follow up visit last week, the patient was having unknown problems; therefore, the physician scheduled a repeat angiography on (B)(6) 2014. It was found that the supera veritas stent was fractured, with slight restenosis. It was reported that the physician believes that the fracture was due to popliteal entrapment; therefore, the patient will be scheduled for bypass surgery. The patient is in good condition and clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4).